Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 400-500 mg/dl. Reportedly, the customer would change pump supplies and take a manual injection to address the occlusions. The customer continued using the pump for insulin therapy.